Event description:
It was reported that during a laparoscopic hysterectomy procedure, probe not working in first case. The generator gives replace instrument error between surgeries. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the blade tip broke off and returned during functional testing on gen11 an alert screen was displayed. The device will stop activating when the blade becomes damaged. The damage was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The analysis concluded that the blade broke off due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.